Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for low out of range shock and pace impedance measurements. Shock impedance measurements were set to 0 ohms. Additional information from the field representative confirmed that the patient was evaluated in the clinic and all measurements were found to be within range. The patient underwent a surgical procedure on the day the alerts were displayed. It is planned to continue to monitor the patient. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for low out of range shock and pace impedance measurements. Shock impedance measurements were set to 0 ohms. Additional information from the field representative confirmed that the patient was evaluated in the clinic and all measurements were found to be within range. The patient underwent a surgical procedure on the day the alerts were displayed. It is planned to continue to monitor the patient. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for low out of range shock and pace impedance measurements. Shock impedance measurements were set to 0 ohms. Additional information from the field representative confirmed that the patient was evaluated in the clinic and all measurements were found to be within range. The patient underwent a surgical procedure on the day the alerts were displayed. It is planned to continue to monitor the patient. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.